Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture deswaged easily during routine use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The assignable cause is a clip off defect, which is a manufacturing defect.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.